Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's ipg displayed the message "replace generator soon, the generator is approaching end of service". Surgical intervention may be pending to address the issue.

Manufacturer narrative:
.The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported during follow up that trouble shooting was able to resolve the issue.